Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a tip broke off a screw inserter. During an anterior cervical discectomy and fusion (acdf) procedure, when the surgeon put the screw in the inserter, the tip of inserter broke. The doctor had disposed of the broken tip(s). The tip that was broken was removed, and surgery was completed with another inserter.

Manufacturer narrative:
The returned device was examined. The tip of the inserter was found to have fractured off the shaft. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event.